Event description:
The customer reported that one of the employees was removing items from a completed load and observed that there was wetness. The employee touched the area and received a hydrogen peroxide contact. Affected area on finger turned white. The employee saw the employee health nurse who had her wash her hands repeatedly. The employee was not prescribed any treatment. The contact area resolved within 24 hours.

Manufacturer narrative:
.